Manufacturer narrative:
The report was delayed due to the enrollment process.

Event description:
Initial user message: "in the case of sampling in the throat, the tip of the swab is broken off twice, so that it had to be removed from the throat. For the swab were placed an internally recall in the entire university hospital. The affected batch was blocked." No further information was given by the user regarding the hazard situation and the exact failure of the swab. The defective parts were also not picked up and could not be inspected. From the incomplete description, the manufacturer assumes that the spatula broke off at the predetermined breaking point when excessive pressure was applied during sampling. The predetermined breaking point is normally used for the later separation of the spatula head in order to transfer it with the collected sample material into the sample tube. The swab head was removed from the throat by medical personnel. There was probably no deterioration of the health condition. No serious outcome.